Manufacturer narrative:
If implanted, give date: not applicable as removed and replaced. If explanted, give date: not applicable as removed and replaced. Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. The customer only returned the lens case and not the actual lens. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that there were no additional investigations requested for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the monofocal intraocular lens (model za9003, +23.5 diopter) was removed and replaced during the same procedure as doctor observed debris on the lens after inserting the lens. The debris was observed under microscope. No additional information was provided.